Manufacturer narrative:
(B)(4). The customer reported that the device displayed a red x and a therapy knob failure error message. There was no reported pt involvement. A philips field service engineer evaluated the device. The problem was not confirmed. The optical switch was replaced per the service manual guidance. We will consider this most consistent with a malfunction that caused a therapy knob test error.

Event description:
The customer reported that the device displayed a red x and a therapy knob failure error message. There was no reported pt involvement.